Event description:
The core impaction drill was sent for eval due to not being recognized on the console. The event occurred during a procedure. There was a one hour delay in the case due to them having to obtain another handpiece from another facility. There was no medical intervention reported as a result of this event.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.